Event description:
Device report from (B)(4) indicates an lcp-dhs blade & locking screw was used for fracture repair. Full weight bearing had been done for 4 weeks; pt fell down 1 month prior to removal surgery. Pt experienced pain and x-ray showed blade migration. Reportedly the surgeon commented that the bone fracture had healed but pt had secondary fracture below the femoral head due to falling down. After this, she walked repeatedly which resulted in migration by ratchet effect. The doctor indicated intermedullary was lost so it would be very unstable and excessive telescoping occurred. Device was explanted. This is the second of two reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.